Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned and no images were provided for evaluation. Premature activation was identified after removal from the packaging, therefore the issue may be related to the storage, shipping and unpacking of the device. In this case, there was no packaging damage observed prior to unpacking. The investigation is inconclusive for reported issue. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the storage of the device 'store in a cool, dry place. Keep away from sunlight.' Regarding the preparation of the device the instructions for use states ¿carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised'. (Expiry date: 05/2024).

Event description:
It was reported that prior to a stent graft placement procedure, the inner catheter of the device was protruding the sheath and the system was not used. The procedure was completed using another device. There was no patient contact.